Manufacturer narrative:
(B)(4). The complaint for peritonitis: no malfunction or user error was found to have no device malfunction or user error identified. The problem cannot be confirmed due to no user error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a physician from (B)(6) of sterile peritonitis in a patient coincident with physioneal, unspecified product therapy. On an unreported date, the patient experienced sterile peritonitis. Remedial treatment, outcome for the event of sterile peritonitis and action taken with the suspect product was not reported. A causality statement was not provided.